Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited "no disposable" alarms. Per reporter, this issue typically occurs over night. Per reporter, there are air bubbles in the tubing. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
(B)(6).